Event description:
The patient was overfilled. During fill 1, the cycler gave an alarm. The volume was only 1,650 ml. But the patient complained of stomach pain. They bypassed to drain and the first drain was 1,020 ml. The patient was still complaining of discomfort so they bypassed the next fill and dwell, and drained another 5,470 ml. The patient's prescribed fill volume was 2,500 ml. Patient felt some relief after the second drain. Treatment was continued but the last fill was incomplete since they ran out of solution. There was no serious injury.